Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow-up report will be sent when device analysis is complete.

Event description:
The pump was returned to the manufacturer after 37 months implant duration due to the "pump not delivering". No patient symptoms were reported. It was reported the patient recovered without sequela. Additional information has been requested but was not available on the date of this report.